Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and replaced. The system software and configuration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the was continually restarting. Further information was received from the field service engineer indicating that the system failed to boot. No patient serious injury or death was reported related to this event.